Manufacturer narrative:
Correction: date of explant should have been (B)(6) 2018 rather than (B)(6) 2018.

Event description:
New information received notes that chronic lead endocarditis was also noted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the system was explanted due to infection. A new system was implanted on (B)(6) 2018 without any complications. Patient¿s condition was stable throughout the event.

Manufacturer narrative:
Analysis was normal. No anomalies were found.